Manufacturer narrative:
Results: pr #: (B)(4) cr ¿ MDR sample & photos. Part #: 382512 ¿ 22 g x 1.00 in. (0.9 mm x 25 mm) bd nexiva closed IV catheter system - single port. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Lot #: unknown. Complaint: safety shield activation failure (catheter). Event description: when removing the needle, the safety mechanism didn't activate and the needle was exposed. Lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: n/a; although a DHR review is required for this MDR investigation; review was not conducted because a lot number was not provided. Qn / sap-qn database review: no. Reason: this database tracks any issue during production that would affect product quality findings: subject code was an s1 severity ranking. Review was not conducted for the MDR - level a investigations because a lot number was not provided. Eura review: yes. Per (B)(4), a safety shield malfunction that results in clinician dissatisfaction has a negligible severity ranking of s1. No patient or clinician harm was reported, so the reported defect with resulting effect is acceptable with a moderate occurrence. Visual analysis: observations and testing: unit: received one used bd nexiva unit without packaging. The unit consisted of the needle/grip assembly and safety shield, the remainder of the unit was not returned or observations and testing of this incident. The needle was exposed and secured within a piece of styrofoam upon receipt. Photos provided for observations: the photos provided for this incident revealed the unit to be similar condition as that of the returned unit. Visual/microscopic evaluation: removed the unit from the styrofoam in preparation to conduct observations. Observed there were no anomalies or damage to the needle. Observed there were no anomalies or damage to the v-clip or retaining washer in condition the unit was received. Functional-attempt to disengage the unit: disengagement was successful; unit met no resistance or drag. Note: the needle pulled back smoothly and secured the tip within the tip shield. There was nothing restricting the unit from disengaging. No anomalies or damage were observed to any of the components. Test description method no results: visual/microscopic n/a, functional (disengagement) n/a, investigation samples(s) meet manufacturing specifications: yes, observations and testing of the unit provided revealed no anomalies or damage and the needle tip was easily secured within the tip shield when tested, unit met specifications. Conclusion: the integrated safety system of nexiva consists of the safety shield, v-clip, washer, and catheter adapter. Since the catheter adapter was not returned, a full evaluation of the integrated safety system could not be performed. Based on photos sent by the customer, as well as the state of the returned unit, the customer¿s experience of safety system failure can be confirmed. However, it is inconclusive as to whether or not the safety shield failed. No anomalies were observed with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? Yes: the failure of safety shield activation failure (catheter), experienced by the customer was inconclusive based on the evaluation and testing of the unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the failure of safety shield activation failure (catheter); was not achieved with the evaluation/testing of the unit provided for this incident. The unit successfully disengaged (needle easily pulled back and the tip secured within the tip shield). Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: no anomalies or manufacturing defects were observed on the returned unit. The customer¿s experience could not be reproduced. The catheter adapter of the unit was not returned, so further investigation into the activation failure of the safety shield in this incident is not possible. Therefore a definite root cause cannot be established. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. The severity is limited and occurrence cannot be determined since the batch is unknown. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing the needle on a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system, the safety mechanism failed to retract leaving the needle exposed. There was no injury or medical intervention reported.